Event description:
It was reported that after a peripheral intervention, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and the exchange sheath appeared to have shredded. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer, resistance during sheath splitting and the reported sheath appearing shredded were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the thumb advancer, resistance during sheath splitting and the reported sheath appearing shredded incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.